Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative results of two proficiency samples when tested using anti-human globulin (ahg) anti-igg in the tube method. The customer stated that both samples were supposed to yield positive reactions due to the igg sensitization. The customer returned both proficiency samples that had caused false negatives for investigational testing and also the supposedly defective product anti-human globulin anti-igg. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have had negative influences on the quality of the allegedly defective lot.